Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to the manufacturer for investigation. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was not processing graft properly through the mesher. The event happened during surgery. There was no harm an delay associated with the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On august 30, 2018, it was reported that the device was not processing the graft properly through the mesher. The customer returned a meshgraft ii device, serial number: (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number: (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii was unable to be performed as the device was scrapped prior to evaluation. Repair of the meshgraft ii was not performed by zimmer biomet surgical as the device was scrapped. The reported event was non-verifiable as the device was scrapped prior to evaluation. The root cause of the reported event could not be specifically determined with the information that was provided. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.